Event description:
It was reported that the patient was having difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.